Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed an error code display alarming message on power up. The event history log was not available to review. Functional testing was able to replicate the reported issue; the device was found to be displaying 45639 error code alarm message during power up. The root cause was determined to be a faulty mpu board. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 45639 red screen. There was no patient involvement.